Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A health care provider reported that the patient's device wasn't working and a manufacturing representative's (rep) assistance was requested. No other details were provided. The patient had noted that the device worked until sometime in fall of 2016. No patient symptoms were reported. The patient was implanted for spinal pain.